Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the backup battery (ebb) was replaced due to nearing the expiration date. No alarms were present on the system controller. When the ebb was placed, it immediately alarmed "backup battery fault." The ebb was removed and the controller alarmed controller fault. A new ebb was placed but continued to have controller fault" alarm. Patient was then placed on the backup system controller and a new back up controller was issued to the patient. The ebb and system controller would be sent back to abbott for analysis.

Manufacturer narrative:
Section b1 ¿ type of report: corrected. Section e3 - other occupation: corrected. Manufacturer¿s investigation conclusion: the reported event of a controller fault alarm was confirmed via log file analysis; however, the alarm was not reproduced during testing. The log file downloaded from the returned controller contained data spanning 24 days (B)(6) 2024 per the timestamps). The log file did not capture the power cables or the driveline being disconnected from the controller before it was exchanged, indicating that the controller was in backup mode. By design, the system controller does not record events while in backup mode. Although the alarm cannot be observed in the log file, the controller activates a controller fault alarm when in backup mode. The last event in the log file (occurring at 11:52:11 on 16dec2024) captured a backup battery fault; this appears to be associated with the first backup battery exchange based on the provided information. The log file did not capture the associated backup battery fault alarm or additional reported backup battery exchange due to the controller being in backup mode. A no external power alarm was also captured in the last event in the log file despite both controller power cables being connected to external power. No other notable events were captured. The pump maintained a speed within the expected range throughout the log file. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The controller was no longer in backup mode upon being connected to power for testing. The controller was tested with each returned backup battery (serial numbers: (B)(6) with no issues or atypical alarms produced. The batteries were exchanged several times during testing without issue. The reported controller fault alarm was determined to be due to the controller being in backup mode; however, the root cause of the controller going into backup mode could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault, controller fault, and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 6 "caring for the equipment" and heartmate ii instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate ii patient handbook section 10 and heartmate ii instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii instructions for use section 2 "system operations" explains how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.